Event description:
Pain during sex, cramping, feeling like tubes are going to explode; tiredness fatigue reason I ended up with a hysterectomy; mood swings, nausea, pregnancy symptoms, I've lost 5 years of my life with my husband and within myself trying to figure out what is causing this. I have finally found my answer yet again, it calls for another surgery to have tubes removed so that I can be pain free and finally get back to feeling like myself.

Event description:
(B)(4). This device has now taken 7 yrs of my life, 4 surgeries total so far, I've lost teeth, self confidence, on 5 medications since having this device put in wondering when will it end. Ladies, there are support groups on (B)(6) to help you through everything that is going on with you. You are not alone in your fight against essure.